Event description:
It was reported that the insulin pump alarmed button error. Customer stated that left the insulin pump near the sink while taking a shower and noticed condensation inside the screen of the insulin pump. Customer's blood glucose reading at the time of the call was 7.8 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms noted. All buttons function properly, however moisture damage was noted on keypad traces. No moisture damage noted on electronic assembly cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection.